Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d5, e2, g2, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e226 scope communication error was caused by an excessive force applied when the user connected a scope, which resulted in poor connection due to a deformation to the pins.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing with a test camera head, the e226 error scope communication error was observed. This is attributed to the bent contact pin inside the receptacle board. The cause of the bent pin is excessive stress from customer scope.

Event description:
As reported for this event, during preparation for use the device kept giving an e226 scope communication error with the scopes. The same scopes gave no error on another device. There is no patient involvement and no harm reported to any patient.